Event description:
It was reported that this lead was explanted due to low signal amplitude and the presence of noise. A new lead was successfully implanted. The explanted lead will not be returned, as it was retained by the hospital. No additional adverse effects on the patient were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.